Event description:
Clinical study. It was reported that post index procedure, the pt experienced a myocardial infarction (mi). The index procedure treated a de novo lesion in the mid left anterior descending artery. (Lad). The lesion was 3.25mm wide, 8mm long, and 95% stenosed. The vessel was mildly calcified and tortuous. The physician predilated the lesion prior to placing a 3.0x16mm taxus express2 drug eluting stent. The pt rec'd angiomax and plavix during the procedure. Residual stenosis was 0%. The pt was discharged 4 days later on aspirin and plavix. On day 193, the pt had a non q-wave mi (nqmi). The pt was only taking aspirin at the time of the event. Enzymes were consistent with mi. The pt was treated medically and the event was considered resolved 3 days later. In the opinion of the physician, there is an unk relationship between the mi and the taxus stent.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 7169941 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined. These complaints are trended on a monthly basis.